Event description:
It was reported that during procedure, the lead exhibited high pacing impedance and high threshold. The lead was not used and was replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high pacing impedance and inadequate capture were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual and x-ray examination, there were no anomalies found with the lead.